Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient is getting ready to have an MRI. When she recharges the stimulator the thing shocks them and gets warm. Patient has a concern that something is out of place. The shocking starts right at the beginning of the recharging session. The sensation is present for the lifetime of the implant. It has been almost since they started. It is getting worse ever since she got it implanted. The stimulator is located on her buttocks. They can't lay on it because if it gets in the wrong place it still hurts. Patient charges over their underwear. Pt said, when they stand up can't feel the stimulation but when they sits down they can feel it. The issue has been going on for a long time since they got the device. The patient was redirected to their healthcare provider to further address the issue. Updated patient address and phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-feb-16, (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient is getting ready to have an MRI. When she recharges the stimulator the thing shocks them and gets warm. Patient has a concern that something is out of place. The shocking starts right at the beginning of the recharging session. The sensation is present for the lifetime of the implant. It has been almost since they started. It is getting worse ever since she got it implanted. The stimulator is located on her buttocks. They can't lay on it because if it gets in the wrong place it still hurts. Patient charges over their underwear. Pt said, when they stand up can't feel the stimulation but when they sits down they can feel it. The issue has been going on for a long time since they got the device. The patient was redirected to their healthcare provider to further address the issue. Updated patient address and phone number. 2024-feb-22 (B)(6)undeliverable (rep, con): no new information. 2024-may-10 patlr (con): additional information was received from the patient. They reported that as for the cause, they turned it up but could not feel it but sit down and it was too strong and hurts. As for intervention, they put a material between and it when charging, and it is still shocking but not as intense.